Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
Event description: it was reported during the procedure that the drive shaft seemed to exit the cutting window. At that time the device was removed. Device evaluation: there was significant collected biological material (tissue, blood, plaque, etc.) In the distal tip assembly lumen. The distal 1.7cm of the drive shaft coil had exited the housing window. The fracture face exhibited material deformation indicating a ductile fracture with torsional forces as contributing factors. The cutter head assembly exhibited a separation from the driveshaft coil. The body of the distal tip assembly exhibited two significant lateral compressions (pinches) that dimensionally compromised the luminal clearance. The cutter head assembly was located within the stainless steel laser-cut coil but did not appear to be near any coil damage/delamination. The location of the cutter head assembly was distal to the region that it would be when the drive shaft is rotating.